Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Infection: this case, (B)(4), is a report from the united states, referring to a (B)(6) male. An investigator reported this case from the biomarin sponsored (B)(6) study, a multicenter, multi-national open-label program to provide bmn 190 to patients diagnosed with cln2 disease. The subject's past medical history included pneumonia. The subject's concurrent conditions included neuronal ceroid lipofuscinosis. No allergies were reported. No concomitant medications were reported. On (B)(6) 2016, the subject underwent implantation of intracerebral ventriculostomy (icv) set (codman rickham reservoir; serial # (B)(4)) lot number cvgbn5. On (B)(6) 2016, the subject initiated treatment with bmn 190 (cerliponase alfa). The lot number for bmn 190 was l241034. The last dose of bmn 190 was administered on (B)(6) 2016. On (B)(6) 2016, a cerebrospinal fluid (csf) sample was collected from the rickham reservoir prior to infusion number 3. The csf appearance was clear and colorless. On the same date, the investigator assessed the subject and did not note any signs of infection or irritation. On (B)(6) 2016, a csf culture showed a rare amount of propionibacterium acnes (propionibacterium infection). The severity of the event was reported as grade 1. The cause of the abnormal csf culture was unknown. On (B)(6) 2016, the csf reservoir was tapped to complete a second culture to verify the results. Csf analysis from (B)(6) 2016 showed 1 wbc and 1 rbc. The results of the repeat csf culture were not reported. Additional lab results from (B)(6) 2016 included erythrocyte sedimentation rate (esr) 1 (units not reported) and c-reactive protein (crp) <0.5 (units not reported). No treatment for the event was reported. No action was taken with bmn 190 due to the event. The outcome of the event was reported as not recovered/not resolved. Biomarin has assessed this event as medically significant. The investigator assessed the event of propionibacterium infection as not related to treatment with bmn 190. The investigator assessed the event of propionibacterium infection as related to the icv device as the csf samples were collected from the device. There was no malfunction of the device. No other etiological factors were reported. Additional information has been requested and, if received, the report will be updated. Additional information received on 08-nov-2016: codman shurtleff assigned a complaint number of (B)(4). Additional information has been requested and, if received, the report will be updated. Additional information received on 10-nov-2016: it was reported that the subject had no previous history of abnormal cerebrospinal fluid (csf) cultures or labs in the past and no previous problems with his device. Results from a slow growing culture of csf isolated from the subject's rickham device showed 2 wbc and 8 rbc (units not provided) and a gram stain did not show any abnormalities. On (B)(6) 2016, results from the repeated csf culture appeared normal with no growth, the final results were still pending. The subject looked well and had improved strength. On, (B)(6) 2016, the subject received his bmn 190 infusion and another csf culture was taken; results were pending.

Manufacturer narrative:
Updated UDI -- (B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed.